Manufacturer narrative:
Additional product: brand name: heartware ventricular assist system ¿ battery; model#: 1650 / catalog#: 1650/ expiration date: 30-sep-2022 / serial#: (B)(4); device available for evaluation: no; mfg date: 20-sep-2021; labeled for single use: no; (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the batteries were not charging, and the light emitting diode (led) on all ports of the battery charger was blinking red. The batteries were removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: two (2) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the batteries passed visual inspection. Functional testing revealed that the batteries flashed red on the test battery charger due to high max errors. The high max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. The batteries were still able to charge and provide power to a controller. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. A high max error will cause a battery to flash red when connected to a battery charger. Additionally, the high max errors were unable to be reset during functional testing, likely due to a problem with the main integrated circuits. As a result, the reported blinking red on the battery charger event was confirmed. The reported not charging event could not be confirmed; however, flashing/blinking red caused by the high max error condition was likely perceived by the patient as the reported not charging. Based on the available information, the most likely root cause of the reported event can be attributed to batteries that are out of calibration. Based on an investigation conducted under CAPA (B)(4), the most likely root cause of the inability to reset the max errors during testing event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 14-sep-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g02013 h6: FDA method code(s): b01 h6: FDA results code(s): c02, c13 h6: FDA conclusion code(s): d01, d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.